Event description:
Five minutes into treatment, pt complained of severe back pain. Oxygen was administered. Pt experienced complete relief when taken off dialysis. Pt was switched to competitor product.